Event description:
It was reported that a patient experienced noise on their atrial lead. The patient's lead was capped and a new lead was implanted on (B)(6) 2021. The patient was stable during and after the procedure.

Event description:
New information states that the noise seen on the patient's atrial lead resulted in oversensing.